Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 1 of 4. The hp stated she left the supply line clamps open. The technical service representative (tsr) explained the se alarm indicated air entered the set up and advised the hp to cycle power to clear them. The tsr then explained to start over with new supplies and to inform the nurse of the incident. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was use error. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line (a line not connected to a solution bag). Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).